Event description:
It was reported that the device would not charge the installed battery. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported device failure to charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and verified the reported failure but was unable to determine further component root cause.